Event description:
It was reported that the patient had experienced infusion set tape not sticking event might be due to heat on (b)(6)2026.

Manufacturer narrative:
E1:Patient City: (b)(6)Patient Country: SpainName: Medtronic MinimedCountry: United States of AmericaAddress Line 1: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325 Based on the available information, this event is deemed to be a reportable malfunction.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: (b)(4)Manufacturing Site: (b)(4)